Event description:
It was reported that during surgery in 2009, the implant was opened for surgery and was discovered that the stem had protruded through the foam casing and was sticking out of the sterile packaging. Due to this stem being the only one available they had to re-sterilize the stem so that it could be implanted. Surgery was delayed 45 minutes. Only packaging was returned for evaluation.

Manufacturer narrative:
Evaluation summary: the device was manufactured in 2003. Between the 5 years, it is likely that the device has went through excessive handling seen through the distribution environment. Device history records indicate all components were manufactured and package inspected to specification.